Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "irregular contours", "architectural distortion of the parenchyma", "calcifications", "snowstorm" appearance with extension", "suggestive of extracapsular rupture of the silicone implant", "irregular linear echoes posteriorly", "may correspond to intracapsular rupture of the breast implant" and "possible intra- and extracapsular rupture". And later reported "suggestive finding of extracapsular rupture with intracapsular". This record is for the left side. Device remains implanted.